Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Event description:
During an atrial fibrillation surgery, the atrial septal puncture was performed using an atrial septal puncture sheath. The tip of the product was found to have a puncture. The sheath was replaced to continue the operation without adverse consequences to the patient.